Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer reported a pump error 130 during motor set & rewind. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked reservoir tube lip, partially detached retainer ring, cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rail, faded serial number label, missing display window cover, cracked middle (enter) keypad button. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. No unexpected pump error 130, motor errors, or prime/rewind anomalies were noted during testing. The unit's pump history file confirm that several pump error 130 occurred on (B)(6) 2021 specifically at 10:14 pm, 10:21 pm, 10:28 pm to name the first three. In addition to this, pump error 43 occurred on the same date at 8:54 pm and 8:56 pm. The case was cut open. After visual inspection, there is corrosion on/around the following: battery compartment, battery board; pcba1--j7, j6, q19, back of the lcd screen; motor flex cable terminal, force sensor flex cable terminal. The motor was tested outside the unit, and it passed. In summary, the customer¿s report of a pump error 130 during motor set & rewind was not confirmed during testing; however, it has occurred in the past along with a pump error 43. Also there is considerable moisture damage inside the unit. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had detected movement in hall sensor counts that were unexpected since the insulin pump did not command motor movement. Customer was able to clear the alarm and rewind also. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.